Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("device migration") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: patient had no history of migraines prior to undergoing the implantation of essure. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("severe abdominal pain"), menorrhagia ("heavy and abnormal menstruation"), dyspareunia ("pain during intercourse"), arthralgia ("joint pain") and migraine ("severe migraines"). The patient was treated with surgery (underwent a hysterectomy to remove the essure devices). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, abdominal pain, menorrhagia, dyspareunia, arthralgia and migraine outcome was unknown. The reporter considered abdominal pain, arthralgia, device dislocation, dyspareunia, menorrhagia and migraine to be related to essure. Diagnostic results: hysterosalpingogram- essure coils were properly in place and her fallopian tubes were occluded. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device fracture/after her initial removal, there was still a portion of the device in her uterus"), device dislocation ("device migration"), fallopian tube perforation ("essure perforate her fallopian tube"), uterine perforation ("perforation of organ/ perforation") and genital haemorrhage ("unusual bleeding") in an adult female patient who had essure (batch no. B94874) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included benign tumor excision in 2011, multigravida, parity 3 ((B)(6) 2006, (B)(6) 2008, (B)(6) 2013), pre-eclampsia, c-section on (B)(6) 2013, tubal ligation, arthritis, depression, gestational hypertension, fibroadenoma of breast, gynecological examination on (B)(6) 2014 and ovarian cystectomy. Patient had no history of migraines prior to undergoing the implantation of essure.she did not claim that she is allergic and she did not experienced a hypersensitivity reaction to nickel or any other component of essure.she denied alcohol and nicotine use. Previously administered products included for an unreported indication: mirena from 2009 to 2013. Concurrent conditions included syncope, lethargy, groin pain, dysfunctional uterine bleeding, dysmenorrhea, uterine bleeding, vaginal bleeding, drug allergy, ovarian cyst, low back pain, cervicalgia and osteoarthritis. Family history included diabetes (mother), hypertension (father), heart attack (father), lung cancer (father) and migraine (sister). Concomitant products included iron (iron supplement) since 2016 for anticoagulant therapy as well as alprazolam (xanax). On (B)(6) 2014, the patient had essure inserted. In 2015, the patient experienced arthralgia ("joint pain") and anxiety ("anxiety/ aggravated any psychiatric and/or psychological condition"). In (B)(6) 2016, the patient experienced uterine pain ("constant stabbing pain in uterus"). In (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe abdominal pain"), menorrhagia ("heavy and abnormal menstruation"), dyspareunia ("pain during intercourse"), migraine ("severe migraines") and procedural pain ("still in pain from her surgery"). The patient was treated with sertraline (zoloft), oxycocet (percocet), surgery (bilateral salpingectomy and hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, fallopian tube perforation, uterine perforation, genital haemorrhage, arthralgia, uterine pain, anxiety and procedural pain had not resolved and the device dislocation, abdominal pain, menorrhagia, dyspareunia and migraine outcome was unknown. The reporter considered abdominal pain, anxiety, arthralgia, device breakage, device dislocation, dyspareunia, fallopian tube perforation, genital haemorrhage, menorrhagia, migraine, procedural pain, uterine pain and uterine perforation to be related to essure. The reporter commented: on (B)(6) 2016, she states that she had her essure devices removed via bilateral salpingectomy. On (B)(6) 2018, she had asecondary removal procedure done via total hysterectomy.the introducing sheath is withdrawn and the device is deployed noting 3 coils protruding into the endometrial cavity. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.5 kg/sqm. Hysterosalpingogram- essure coils were properly in place and her fallopian tubes were occluded. On (B)(6) 2016, perforation was confirmed by ultrasound. On (B)(6) 204, hysterosalpingogram-findings: each essure device is in satisfactory position in the right and left fallopian tube. There is no opacification of either fallopian tube. Normal endometrial canal. Impression: the essure devices are in good position with documentation of tubal occlusion. On (B)(6) 2017, diagnosis: fallopian tubes, bilateral salpingectomy. Gross description: labeled bilateral tubes with coils and left cyst wall. There are 2 segments of fimbriated fallopian tube measuring 5.5 x 0.8 cm in 5.0 x 0.7 cm. A portion of a thin metal coil is noted protruding from the iumen at the proximal end of the longer segment. The external surfaces are gray to tan, smooth and intact. No paratubal cysts are noted. Separately within the container are 3 ragged fragments of tan to dark red soft tissue aggregating to 1.1 x 0.9 x 0.4 cm. Another portion of thin metal coil is adherent to one fragment. No discrete noduleor cyst is identified. Concerning the injuries reported in this case, the following one/ones were reported via medical records (confirming)- dyspareunia, joint pain, anxiety, migraine. Most recent follow-up information incorporated above includes: on 5-feb-2018: plaintiff fact sheet and medical records were recieved- all relevant medical history, concurrent condition, concomitant medication and treatment were added, lot number-b94874, events device fracture, pain from device migration, unusual bleeding, constant stabbing pain in uterus, pelvic pain, anxiety/ aggravated any psychiatric and/or psychological condition, still in pain from her surgery, essure perforate her fallopian tube and perforation of organ/ perforation were added. On 6-feb-2018: follow-up 1 and 2 processed together. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device fracture/after her initial removal, there was still a portion of the device in her uterus"), device dislocation ("device migration"), fallopian tube perforation ("essure perforate her fallopian tube"), uterine perforation ("perforation of organ/ perforation") and genital haemorrhage ("unusual bleeding") in an adult female patient who had essure (batch no. B94874) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included benign tumor excision in 2011, multigravida, parity 3 ((B)(6) 2006, (B)(6) 2008, (B)(6) 2013), pre-eclampsia, c-section on (B)(6) 2013, tubal ligation, arthritis, depression, gestational hypertension, fibroadenoma of breast, female genital operation on (B)(6) 2014 and ovarian cystectomy. Patient had no history of migraines prior to undergoing the implantation of essure. She did not claim that she is allergic and she did not experienced a hypersensitivity reaction to nickel or any other component of essure. She denied alcohol and nicotine use. Previously administered products included for an unreported indication: mirena from 2009 to 2013. Concurrent conditions included syncope, lethargy, groin pain, dysfunctional uterine bleeding, dysmenorrhea, uterine bleeding, vaginal bleeding, drug allergy, ovarian cyst, low back pain, cervicalgia, osteoarthritis and obesity. Family history included diabetes (mother), hypertension (father), heart attack (father), lung cancer (father) and migraine (sister). Concomitant products included iron (iron supplement) since 2016 for anticoagulant therapy as well as alprazolam (xanax). On (B)(6) 2014, the patient had essure inserted. In 2015, the patient experienced arthralgia ("joint pain") and anxiety ("anxiety/ aggravated any psychiatric and/or psychological condition"). In (B)(6) 2016, the patient experienced uterine pain ("constant stabbing pain in uterus"). In (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe abdominal pain"), menorrhagia ("heavy and abnormal menstruation"), dyspareunia ("pain during intercourse"), migraine ("severe migraines") and procedural pain ("still in pain from her surgery"). The patient was treated with sertraline (zoloft), oxycocet (percocet), surgery (bilateral salpingectomy and hysterectomy), surgery (bilateral salpingectomy and hysterectomy), surgery (bilateral salpingectomy and hysterectomy) and surgery (she was treated for this with a hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, fallopian tube perforation, uterine perforation, genital haemorrhage, arthralgia, uterine pain, anxiety and procedural pain had not resolved and the device dislocation, abdominal pain, menorrhagia, dyspareunia and migraine outcome was unknown. The reporter considered abdominal pain, anxiety, arthralgia, device breakage, device dislocation, dyspareunia, fallopian tube perforation, genital haemorrhage, menorrhagia, migraine, procedural pain, uterine pain and uterine perforation to be related to essure. The reporter commented: on (B)(6) 2016, she states that she had her essure devices removed via bilateral salpingectomy. On (B)(6) 2018, she had a secondary removal procedure done via total hysterectomy. The introducing sheath is withdrawn and the device is deployed noting 3 coils. Protruding into the endometrial cavity. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.5 kg/sqm. Hysterosalpingogram- essure coils were properly in place and her fallopian tubes were occluded. On (B)(6) 2016, perforation was confirmed by ultrasound. On (B)(6) 204, hysterosalpingogram-findings: each essure device is in satisfactory position in the right and left fallopian tube. There is no opacification of either fallopian tube. Normal endometrial canal. Impression: the essure devices are in good position with documentation of tubal occlusion. On (B)(6) 2017, diagnosis: fallopian tubes, bilateral salpingectomy. Gross description: labeled bilateral tubes with coils and left cyst wall. There are 2 segments of fimbriated fallopian tube measuring 5.5 x 0.8 cm in 5.0 x 0.7 cm. A portion of a thin metal coil is noted protruding from the iumen at the proximal end of the longer segment. The external surfaces are gray to tan, smooth and intact. No paratubal cysts are noted. Separately within the container are 3 ragged fragments of tan to dark red soft tissue aggregating to 1.1 x 0.9 x 0.4 cm. Another portion of thin metal coil is adherent to one fragment. No discrete nodular cyst is identified. Concerning the injuries reported in this case, the following one/ones were reported via medical records (confirming)- dyspareunia, joint pain, anxiety, migraine. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.